Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which is unknown due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported this event only and did not request field service or clinical support.

Event description:
Customer reported flap striae on patient's right eye. Treatment date is unknown. Flap was lifted and repositioned to resolve the striae.